Manufacturer narrative:
.

Event description:
It was reported that in 2007, the patient had a fever and was hospitalized for 7 days as her pump "was out of whack again". The patient experienced pain in her legs and was given oral baclofen. The pump was interrogated and the dose was noted to be approximately 200 mcg/day. The patient currently reports that she is able to walk 300 feet in physical therapy, horseback ride and use her power chair which gives her a lot of independence.